Event description:
Per the surgeon, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss due to infection and head trauma.

Manufacturer narrative:
This report is filed april 7, 2014.

Manufacturer narrative:
(B)(4).